Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had four discrepancies with the same medication. A technical support specialist (tss) remoted in and coordinated with the user to contact a staff member at the facility to attempt issuing the medication while being observed. The nurse logged in, selected the patient, and proceeded with the transaction, which showed only one item being issued, with 22 in the cabinet and 21 remaining if the transaction were completed. The nurse then canceled the transaction as the medication was not needed. After further investigation and troubleshooting with the nurse, it was determined that the issue was due to user error, and it was recommended that staff receive proper training or retraining on how to correctly issue medication, resolving the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, four discrepancies were identified for the same medication. Upon reviewing the transaction history, one transaction showed that 7 tablets were issued. The user stated that the system did not allow the quantity to be changed and that it was set to 7 tablets when it should have been set to 1 tablet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.